Event description:
Information received indicates that patient's door is bent.

Manufacturer narrative:
Investigation found that pump showed impact bent platen causing platen will not close to perform test. Platen was replaced to resolve the issue.